Event description:
It was reported that during implant the device attempted to induce the pt with dc fibber several times and was unsuccessful. Configurations were altered and the device successfully rescued the pt. The device remains implanted and will be monitored.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.